Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps device was used during a gastroscopy procedure performed on (B)(6), 2011 according to the complainant, during the procedure, the forceps jaws "collapsed" and the tip became "crimped" preventing safe removal of the device from the scope. Additionally, the pullwire was found to be broken. It is not known if the user is alleging that the jaws were bent. The scope and forceps were removed in tandem from the patient, and then the procedure was completed with another radial jaw 4 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps device was used during a gastroscopy procedure performed on (B)(6), 2011 according to the complainant, during the procedure, the forceps jaws "collapsed" and the tip became "crimped" preventing safe removal of the device from the scope. Additionally, the pullwire was found to be broken. It is not known if the user is alleging that the jaws were bent. The scope and forceps were removed in tandem from the patient, and then the procedure was completed with another radial jaw 4 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination found that the device returned with one pullwire broken; however, no damage to the forceps jaws was present. Further analysis of the broken pullwire found that the failure site exhibited transversal cracking which is evidence of cyclic bending. The failure surface also presented with dimple ruptures which indicates a tension overload. No material anomalies were noted. The device welding and riveting were found to be within manufacturing specification. Functionally, the unit was not tested due to the return condition. The condition of the returned incident device was consistent with the complaint that the device pull wire was broken. However, no physical damage to the jaws was observed. The evaluation attributed the pullwire break to cyclic bend fatigue followed by tension overload. Therefore, the most probable root cause is operational context as the break likely occurred due to anatomical/procedural factors which limited the device performed. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.